Manufacturer narrative:
(B)(4).

Event description:
It was reported there was externalized conductors on the lead when the patient presented in the operating room for a scheduled generator change. The patient was asymptomatic. The patient will continue with routine followups.